Event description:
It was reported that a pt was being treated in a care plus incubator when a nurse heard the pt crying and found that their left eyelid had become overlapped on one of the plastic screws (fastener). The hosp reported that the pt may have moved, since they were found in a prone position, and accidentally trapped their eyelid on the screw. A doctor was immediately summoned and the pt's eyelid was removed from the screw, revealing redness and swelling of the eye. Chloremphemical eyedrops were prescribed for the affected eye; the eyedrops were later changed to neosporin and the pt was re-examined by an ophthalmologist. Other parameters were stable. The pt was moved to a different incubator.